Event description:
The account alleged the bed exit alarm is not functioning. No pt impact.

Manufacturer narrative:
The tech found the communication cable was the issue. The tech replaced the communication cable to resolve the issue.